Event description:
It was reported by the customer that abd pyxis¿ medstation¿ es multiple drawer keep failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that abd pyxis¿ medstation¿ es multiple drawer keep failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.2 was failed. The field service engineer (fse) inspected the station and reseated both the retractor band and the row board cable. The fse found that the drawer 4 had failed intermittently due to cubie b1 during testing. The fse removed the bad cubie and tested the drawer passed the test three consecutive times. The repair was verified using the hardware test application (hta), confirming successful functionality. The system functioned as intended after the field service engineer repaired the device.